Event description:
New child proof hearing aid batteries are a danger to open. It is difficult enough to deal with hearing loss, then to have to risk slicing your hands open trying to get the childproof batteries open is insult to injury. With hearing aids, you never know exactly when your battery is going to quit and it is imperative to be able to have quick and easy access to replacement batteries. In order to access the new batteries you need serious tools. It is not safe or practical to have to carry around tools to get into a package. A better design is needed.